Manufacturer narrative:
On 21-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. When ablation was completed, the patient became hypotensive. Using carto sound, a pericardial effusion was noted and a pericardiocentesis was performed. The patient was taken to surgery to resolve the issue. It was reported that the issue may have been caused by the coronary sinus. The patient improved however required extended hospitalization to recover from CT (cardiothoracic) surgery. The location of the cardiac perforation was low in persistent left superior vena cava. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31465305l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. When ablation was completed, the patient became hypotensive. Using carto sound, a pericardial effusion was noted and a pericardiocentesis was performed. The patient was taken to surgery to resolve the issue. It was reported that the issue may have been caused by the coronary sinus. The patient improved however required extended hospitalization to recover from CT (cardiothoracic) surgery. The location of the cardiac perforation was low in persistent left superior vena cava. The physician's opinion on the cause of the adverse event was the procedure. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).